Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that saline leakage was found from the balloon. The device was replaced after the alleged event occurred. There was no reported patient injury.

Manufacturer narrative:
A lot history review could not be performed as the lot number is unknown. Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One 14 fr tri-funnel repl gastrostomy feeding tube was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for leakage, more specifically, for leakage from the feeding tube. When the feeding line was infused with water, leakage was observed at a c-shaped crack just distal to the trifurcation on the outer surface of the catheter. The c-shaped crack has straight boundaries and the surfaces of the split manifest characteristics of damage caused by tools. Parallel lines closely spaced together on the outer surface of the catheter near the c-shaped crack were observed and are also consistent with tool damage. Furthermore, no water leakage was observed when the balloon was inflated and subjected to applied external force. The definitive root cause could not be determined based upon available information. Although the surface of the catheter manifests characteristics consistent with tool damage, the origin of the damage is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that saline leakage was found from the balloon. The device was replaced after the alleged event occurred. There was no reported patient injury.